Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: one electronic photo was reviewed. The photo shows what appears to be a recovery filter on a flat surface. Due to the image quality and the angle with which the photo was taken, the exact number of limbs cannot be counted. Four legs and seven shorter limbs can be identified. Due to the shadowing in the image, it is unknown whether a twelfth limb is present. Two of the shorter limbs appear to be legs with the distal portions detached. Based on the photo provided, limb detachment is confirmed. Conclusion: the device was not returned. One photo was received. Medical records were not provided. Based on the photo review, limb detachment can be confirmed. The investigation is inconclusive for difficult to remove. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: it was reported that approximately 10 years seven months post vena cava filter deployment for blood clots, CT scans and mris revealed detached limbs; and an unsuccessful filter retrieval procedure was performed. Approximately six weeks later, the filter was successfully retrieved; however, the detached filter limbs remained in place. No additional information was provided.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient had an inferior vena cava (ivc) filter deployed in an infrarenal position. At sometime post filter deployment, within the same year of filter deployment, two attempts to retrieve the filter were unsuccessful. Approximately 10 years post filter deployment, the patient developed infrarenal ivc thrombosis extending to the left leg and was treated with thrombolysis and left common iliac vein stent placement. A retrieval attempt was also unsuccessful due to inability to envelope the filter with a sheath. Approximately 11 years post filter deployment, the patient was referred for filter removal because of the ability to be chronically anticoagulated, ivc thrombosis suspected related to the filter and detachment of at least two of the filter legs. Patient also reported intermittent epigastric pain and the filter was noted to have perforated the duodenum. Access was gained to the right common femoral vein and a cavogram was obtained. This demonstrated a patent but stenotic ivc in the infrarenal portion. The filter was again noted to be in satisfactory position with detachment of two right lower lateral legs that remained fixed to the wall of the ivc. There was chronic thrombus at the apex of the filter that was adherent to the left wall of the ivc. Access was gained to the right internal jugular vein and multiple attempts to form a snare around the apex of filter were unsuccessful. Utilizing rigid bronchoscopy forceps, the apex of the filter was dissected free from the wall of the ivc. A loop was formed with catheters and guidewires from both access sites, but, the bulky chronic material at the apex of the filter, prevented advancing the sheath over the filter. Therefore, laser sheath disruption of this material was performed until the filter finally could be extracted. The filter was inspected and 6 arms and 4 legs were identified. The detached legs remained embedded in the right caval wall with no attempts at retrieval. A completion cavogram demonstrated a patent ivc. All devices were removed and manual compression was applied. Image/photo review: one photo was reviewed. The photo shows what appears to be a filter on a flat surface. Due to the image quality and the angle with which the photo was taken, the exact number of limbs cannot be counted. Four legs and seven shorter limbs can be identified. Due to the shadowing in the image, it is unknown whether a twelfth limb is present. Two of the shorter limbs appear to be legs with the distal portions detached. Based on the photo provided, limb detachment is confirmed. (B)(4).

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: it was reported that approximately 10 years seven months post vena cava filter deployment for blood clots, CT scans and mris revealed detached limbs; and an unsuccessful filter retrieval procedure was performed. Approximately six weeks later, the filter was successfully retrieved; however, the detached filter limbs remained in place. No additional information was provided. New information received: it was reported sometime post vena cava filter deployment, that the patient allegedly developed a post filter retrieval infection with proteinuria. Based on a review of the medical records received, the patient had ivc thrombosis possibly related to the filter and epigastric pain. The filter was noted to have perforated the duodenum and two detached limbs were embedded in the ivc wall. After multiple unsuccessful retrieval procedures were performed, the filter was successfully retrieved with difficulty. There were no attempts made to retrieve the detached filter limbs.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient had an inferior vena cava (ivc) filter deployed in an infrarenal position. At sometime post filter deployment, within the same year of filter deployment, two attempts to retrieve the filter were unsuccessful. Approximately 10 years post filter deployment, the patient developed infrarenal ivc thrombosis extending to the left leg and was treated with thrombolysis and left common iliac vein stent placement. A retrieval attempt was also unsuccessful due to inability to envelope the filter with a sheath. Approximately 11 years post filter deployment, the patient was referred for filter removal because of the ability to be chronically anticoagulated, ivc thrombosis suspected related to the filter and detachment of at least two of the filter legs. Patient also reported intermittent epigastric pain and the filter was noted to have perforated the duodenum. Access was gained to the right common femoral vein and a cavogram was obtained. This demonstrated a patent but stenotic ivc in the infrarenal portion. The filter was again noted to be in satisfactory position with detachment of two right lower lateral legs that remained fixed to the wall of the ivc. There was chronic thrombus at the apex of the filter that was adherent to the left wall of the ivc. Access was gained to the right internal jugular vein and multiple attempts to form a snare around the apex of filter were unsuccessful. Utilizing rigid bronchoscopy forceps, the apex of the filter was dissected free from the wall of the ivc. A loop was formed with catheters and guidewires from both access sites, but, the bulky chronic material at the apex of the filter, prevented advancing the sheath over the filter. Therefore, laser sheath disruption of this material was performed until the filter finally could be extracted. The filter was inspected and 6 arms and 4 legs were identified. The detached legs remained embedded in the right caval wall with no attempts at retrieval. A completion cavogram demonstrated a patent ivc. All devices were removed and manual compression was applied. Image/photo review: one photo was reviewed. The photo shows what appears to be a filter on a flat surface. Due to the image quality and the angle with which the photo was taken, the exact number of limbs cannot be counted. Four legs and seven shorter limbs can be identified. Due to the shadowing in the image, it is unknown whether a twelfth limb is present. Two of the shorter limbs appear to be legs with the distal portions detached. Based on the photo provided, limb detachment is confirmed. Conclusion: the device was not returned for evaluation. One digital photo was provided and reviewed. Additionally, medical records were provided and reviewed. At sometime post filter deployment, within the same year of filter deployment, two attempts to retrieve the filter were unsuccessful. Approximately 10 years post filter deployment, a retrieval attempt was also unsuccessful due to inability to envelope the filter with a sheath. Approximately 11 years post filter deployment, the patient was referred for filter removal because of the ability to be chronically anticoagulated, ivc thrombosis suspected related to the filter and detachment of at least two of the filter legs. Patient also reported intermittent epigastric pain and the filter was noted to have perforated the duodenum. A cavogram was obtained which demonstrated the filter was again noted to be in satisfactory position with detachment of two right lower lateral legs that remained fixed to the wall of the ivc. Access was gained to the right internal jugular vein and multiple attempts to form a snare around the apex of filter were unsuccessful. Utilizing rigid bronchoscopy forceps, the apex of the filter was dissected free from the wall of the ivc. The bulky chronic material at the apex of the filter, prevented advancing the sheath over the filter. Therefore, laser sheath disruption of this material was performed until the filter finally could be extracted. Therefore, based on the provided photo and medical records the investigation can be confirmed for detached filter limbs, perforation of the ivc wall, and difficulties removing the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Perforation of other acute or chronic damage of the ivc wall recovery filter removal do not attempt to remove the recovery filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: it was reported that approximately 10 years seven months post vena cava filter deployment for blood clots, CT scans and mris revealed detached limbs; and an unsuccessful filter retrieval procedure was performed. Approximately six weeks later, the filter was successfully retrieved; however, the detached filter limbs remained in place. No additional information was provided. New information received: it was reported sometime post vena cava filter deployment, that the patient allegedly developed a post filter retrieval infection with proteinuria. Based on a review of the medical records received, the patient had ivc thrombosis possibly related to the filter and epigastric pain. The filter was noted to have perforated the duodenum and two detached limbs were embedded in the ivc wall. After multiple unsuccessful retrieval procedures were performed, the filter was successfully retrieved with difficulty. There were no attempts made to retrieve the detached filter limbs.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. One photo and medical records were provided and reviewed. Based on the medical records, approximately four months post deployment, inferior venacavogram demonstrated a significant amount of thrombus trapped within the filter, which was well positioned below the level of the renal veins. Around three months later, inferior vena cavogram showed there was significant focal thrombus/filling defect trapped within the filter with a small amount of filling defect/thrombus appearing to extend just above the apex of the filter. Around nine years and four months later, computed tomography angiogram of chest for pulmonary embolism showed filling defects within the left lower lobe segmental pulmonary arterial system are consistent with pulmonary emboli. Right middle lobe 5 mm pulmonary nodule. The next day, inferior vena cavogram showed there was significant occlusive thrombus in the inferior vena cava including just below and within the filter. The next day, bilateral iliac vein angiogram as well as inferior venacavogram and angio jet thrombectomy was performed which showed significant thrombus was seen extending into the caval region with near occlusion present at the level of the filter. Around two days later, inferior vena cavogram showed at the level of the inferior vena cava, significant residual thrombus remained present. Several of the filter struts appear to extend beyond the confines of the expected of the cava. There were also several struts which appear to be fractured. The next day, ultrasound extremity with real-time imaging showed abnormal appearance to the indwelling filter with strut fracture. Around eight months later, computed tomography of abdomen and pelvis showed the tines appeared to extend beyond the inferior vena cava wall. Around three days later, attempted removal of filter was performed. The filter was noted to have perforated the duodenum. The legs were clustered with at least 2 legs fractured in the midportion of the feet embedded in the right side of the inferior vena cava wall. There was a small filling defect around the apex of the filter probably representing chronic organized thrombus. The filter apex appeared to be free of the inferior vena cava wall. However, the material around the apex of the filter precluded ability to withdraw into the 16-french sheath. The procedure was terminated. Around one month and sixteen days later, complex filter retrieval was performed. Rigid bronchoscopy forceps used to free the filter apex followed by retrieval with laser and homemade snare. Post retrieval cavogram demonstrated 2 retained fractured legs along the lateral right inferior vena cava wall. These remained fixed to the wall of the inferior vena cava. The chronic thrombus at the apex of the filter had increased in size compared to the prior study and was now adherent to the left wall of the inferior vena cava. This prevented the easy formation of a snare through the filter apex. This material was extremely hard and extremely difficult to remove with the rigid bronchoscopy forceps. On multiple occasions attempted to form a snare through the filter apex. It was finally successful by advancing above the filter from the left, using this tube to pull a snare below the filter through the chronic thrombus on the left, and then advancing a catheter along the right side of the filter, snaring the guidewire, and ultimately forming a loop. The bulky chronic material at the apex of the filter, though greatly reduced with a forceps, prevented advancing the sheath over the filter. For this reason, laser sheath disruption of this material was performed. The filter was inspected, and 6 arms and 4 legs were identified. The detached legs remained embedded in the right caval wall. Multiple attempts to form snare around apex of filter were unsuccessful. Utilizing meticulous technique and frequent modifications to the distal angle of rigid bronchoscopy forceps, the apex of the filter was dissected free from the wall of the inferior vena cava. The filter was then removed using traction upon the snare. The filter was inspected. Around one week later, computed tomography of abdomen and pelvis showed there were fragments of filter in place just below the renal vein inflow which suggests fragmentation, possibly during attempted removal. Based on the photo provided, two of the shorter limbs appear to be legs with the distal portions detached. Therefore, the investigation is confirmed for filter limb detachment, retrieval difficulties, perforation of ivc and occlusion of ivc. Additionally, it can be confirmed that the patient experienced thrombus above filter and pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b2, b6, b7, g3, h6 (patient, result). H11: g1, h6 (device, method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported sometime post vena cava filter deployment, that the patient allegedly developed a post filter retrieval infection with proteinuria. It was reported that approximately ten years seven months post vena cava filter deployment for blood clots, computed tomography scans and magnetic resonance imaging revealed detached limbs; the patient had inferior vena cava thrombosis possibly related to the filter and epigastric pain. The filter was noted to have perforated the duodenum and two detached limbs were embedded in the inferior vena cava wall. After multiple unsuccessful retrieval procedures were performed. Approximately six weeks later, the filter was successfully retrieved; however, the detached filter limbs remained in place. The current status of the patient was unknown.